Event description:
It was reported to boston scientific corporation that a pt underwent a therapeutic hydrothermal ablation procedure (actual date not known). During the procedure, it was reported that the physician ablated the left side of the pt's bicornate uterus for five mins, then withdrew the sheath and inserted it into the right side of the pt's uterus for five mins. It was noted that the heated saline fluid escaped when the physician moved the sheath from the left side to the right side of the pt's bicornate uterus. The pt suffered a third degree burn to the perineum region and the lower vaginal wall. The pt sought a plastic surgeon for reconstructive surgery to the damaged skin area (date not known). No further information forthcoming.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; as it was disposed of and therefore, a failure analysis is not available. We are not able to determine the relationship between this device and the cause for this event. Four possible lots have been identified for the device: 32380, 32941, 32940 and 32717. A review of the device history record (DHR) was performed on these lots; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for these lots. The july 2007 15-month hta procedure set complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit. Our dfu (directions for use) summarize the precautions, warnings associated with the use of hta; the safety and effectiveness of hta has not been evaluated on pts with a bicornate or full septate uterus. The withdrawal of the sheath noted in the event is also summarized in our dfu since it can lead to a lost cervical seal and spillage of hot saline which can result in burns.